Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a loose air detector. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing. There was no evidence of the error in the event history log. The reported problem was verified. A loose air detector was duplicated during the visual inspection. Not enough glue was determined to be the cause of the reported problem. It was recommended to re-glue the air detector sensor as corrective action. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.